Event description:
It was reported during an attempted implant, the atrial lead dislodged twice. The physician felt the atrial lead did not fully extend. The atrial lead was replaced. Patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.